Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to an atrial driven event. All programmed therapy was delivered. Boston scientific technical services (ts) was consulted and reprogramming options were offered. No additional adverse patient effects were reported. At this time, this device remains in service.